Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found that the diameter of the df-1 svc connector adjacent to the connector pin was measured to be out of product specification.

Event description:
It was reported that during implant procedure, the svc df-1 lead, could not fit properly into the device header. The lead was replaced.